Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. Device evaluated by MFR.:it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that stent damage occurred. Vascular access was obtained via the radial artery. The non-totally occluded target lesion containing a lesion bend of >=90 degrees was located in a severely tortuous and a moderately calcified left anterior descending artery (lad). Predilatation was performed with an unspecified balloon catheter. A 2.50x8mm promus element ¿ drug-eluting stent was advanced to treat the lesion. However, during the procedure, the physician noted that the stent was deformed. Th procedure was not completed due to this event. No patient complications were reported and the patient's status was stable.